Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. There is no documentation to suggest a causal relationship between the hospitalization for hypokalemia and the use of the liberty cycler. Additionally, there is no allegation against any fresenius products and the adverse events. There is however a strong probable association to the patients¿ nutritional status and the hypokalemic state as reported by the patients pd nurse.

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called while in the hospital and wanted to know how to add additional exchanges to her cycler. The patient was advised to follow up with her nurse for treatment changes. A follow up call was made to the patient's nurse who reported that the patient's hospitalization lasted 2 days and was related to the patient experiencing decreased potassium. The nurse indicated this was due to the patient's diet (malnutrition). The patient continued with peritoneal dialysis throughout the hospitalization and has had no changes to her treatment. Co-morbid conditions and concomitant medications asked but not provided. Per the nurse the event is considered resolved.